Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
It was reported to abbott that a patient had surgery and was unable to connect with their patient controller. The patient did not have their magnet with them. The ipg was explanted and replaced. Therapy turned on post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on 2023, where the ipg was explanted and replaced. Therapy was restored post-op.